Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the nozzle and plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, it was confirmed that film like foreign material adhered to the auxiliary water channel opening at c-cover and white fibrous foreign material came out of the nozzle opening, therefore, the device did not meet its specifications. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. Additionally, the customer reported that they did not conduct brushing/wiping of the distal end during manual cleaning (distal end is fitted with a protective cap). Therefore, it was determined that the reprocessing was not implemented according to instructions for use (IFU). The suggested events can be prevented by handling the device in accordance with the following instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.